Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited abrupt changes in sensing and capture. It was noted that r-wave amplitudes had dropped, and capture threshold had risen. Follow-up investigation later revealed that the patient had received a heart catheter and stent on the day of the report, but the patient's device was functioning normally. The lead remains in use. No patient complications have been reported as a result of this event.